Event description:
It was reported that the physician tested for the helix actuation outside the body before the placement of the a-lead, the helix could not be extended and retracted normally. The lead was not used and was replaced. There were no adverse consequences to the patient.